Event description:
It was reported that after a shoulder procedure using a super turbovac 90 icw wand, it was discovered that the patient had sustained a minor burn near the incision site. The degree of the burn was not provided, however, the surgeon did report there was some minor skin sloughing. No additional details were provided regarding any treatment administered or the patient outcome, however no further patient complications have been reported.